Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission, the patient received inappropriate hv therapy. Multiple auto mode switch episodes were also observed due to far-r wave oversensing. Programming changes were recommended and the device remains implanted.